Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the issue first occurred at around ¿8pm a few days¿ prior to the alert date of (B)(6) 2015. The patient manages their diabetes by self-adjusting their insulin intake and did not take any action in response to their regular diabetes management regimen routine as a result of the product issue. The patient stated that ¿within a few days¿ of the issue starting they experienced the symptoms of ¿shaky, sweaty, fatigued and light-headed¿. The patient stated that on (B)(6) 2015 at 5pm they were admitted to hospital as a result of these symptoms, and when in the hospital they had a blood glucose test performed on an emergency medical service meter and obtained a result of ¿hi¿. It is not known what treatment the patient received in hospital at this time. At the time of troubleshooting the cca noted that the meter would not turn on. The patient was not using the product for the first time and there was no misuse of the product. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because of the delay in treatment the patient experienced. The patient was unable to test their blood glucose on the subject meter which led to them becoming symptomatic and requiring hospitalization. The result of ¿hi¿ suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose; therefore the alleged power issue contributed towards the patient experiencing an acute complication of hyperglycemia.